Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow once the analysis has been completed.

Event description:
The customer called to report alarms on the insulin pump. The customer then stated that the audible tones are no longer functioning on the insulin pump. Nothing further was reported.